Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated when she went to adjust her tubing, it came off at the quick release. Reportedly, the patient was adjusting her tubing to place it under her pants. The site location was at the stomach and the pump was worn on the left hip and set was at opposite side. The patient stated she had an issue on the same day of use of the infusion. The infusions were stored in closet drawer in the bedroom. There was no stress on the tubing and the pump was not dropped with the set connected to the body. No further information available.